Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was determined to be an use issue because the insufficient anastomosis through graft into aorta which caused the bleeding was resolved by re-stitching the graft anastomosis.

Event description:
The complainant reported that while advancing the impella 5.5 through the graft into the aorta, the graft anastomosis started bleeding. The anastomosis was re-stitched, and bleeding was resolved. Four unit of blood were administered. The patient eventually expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.